Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A biomedical technician (biomed) at a user facility reported that a 2008t hemodialysis (hd) machine had the ultrafiltration (uf) pump turn off during treatment. There was no patient adverse effect. There was no harm or adverse events reported. The current status of the machine is unknown and it is not known if the unit has been returned to service at the user facility. No parts were available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a 2008t hemodialysis (hd) machine had the ultrafiltration (uf) pump turn off during treatment. There was no patient adverse effect. There was no harm or adverse events reported. The current status of the machine is unknown and it is not known if the unit has been returned to service at the user facility. No parts were available to be returned to the manufacturer for evaluation.